Manufacturer narrative:
Refer to the previous manufacturer report 2029214-2021-00345 for details pertaining to the initial report submitted on 2021-03-25. Additional information received indicated manufacturer's report 2029214-2021-00318 and 2029214-2021-00345 occurred during the same procedure with two different coils. New information received for manufacturer report 2029214-2021-00345 will now be submitted via this manufacturer report number. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the an axium prime coil prematurely detached. The patient was undergoing a coil embolization procedure to treat an unruptured saccular aneurysm of an anterior communicating artery. The aneurysm max diameter was 5mm and the neck diameter was 2.8mm. Blood flow and vessel tortuosity were normal. It was reported that after the microcatheter was in place during the surgery, the coil was formed into a hoop in the tumor cavity. During the process, the coil was automatically detached when it hadn't completely entered the tumor cavity. After it was clear that the coil was detached on its own, the microcatheter was withdrawn, and the tail of the coil was located in the internal carotid artery. A solitaire ab stent was used to successfully capture the coil outside the body. The main branches of the left internal carotid artery angiography were clearly shown, and there was no thrombosis. The microcatheter was guided by the guidewire into the tumor cavity to continue the embolization operation. The surgery was successfully completed, and the patient had no adverse reactions after the surgery. Additional information received reported that there was no kink/damage observed on the pushwire.